Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited multiple alerts for high, out of range, pacing lead impedance measurement of more than 2,000 ohms. The device was then programmed to ventricular tachycardia mode other than monitor plus therapy. In addition, there was oversensing on the rv lead one month prior to the alert. Additional information was received that the lead appeared to have insulation breach near the clavicle via fluoroscopy. A lead revision was performed and a new lead was successfully implanted. The tachy therapy was then programmed back on. No additional adverse patient effects were reported. The device remains in service. The lead was surgically abandoned and is no longer in service.